Event description:
The device was returned for a tubing set misloaded alarms. A mock infusion was attempted but failed for a tubing set misloaded issue. The device was reverted from clinical mode and failed functional testing; log files indicate set ID sensor issue. An internal investigation found no physical damage related to the set ID.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump problem. Pins were cleaned, did not pass test infusion. No patient harm, issue did not stop active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.